Manufacturer narrative:
(B)(4). Batch # p57312. Investigation summary: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received partially fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during the radical resection of rectal carcinoma surgery, could not fire farther after fired 1/3 when severing tissue on the 1st firing and could not open the jaw. Used manual override lever to remove the device. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.